Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and had cracked in the front where the display was, corner left hand side of the insulin pump opposite the reservoir compartment opening. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states they changed the battery several times and insulin pump did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked reservoir tube lip.